Event description:
A report was received that the patient's procedural pain has not subsided and it felt like stabbing under his tape. The patient's lead was pulled to resolve pain area where procedure was.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.